Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported electric shock while using their adc freestyle libre reader. Customer further reported the "reader gives a little electric vibration on the customer's hand when she scans her sensor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed, and no signs of misuse were observed. Extended investigation has also been performed for the returned reader and no abnormalities were observed. The reader powered on with button depression and with insertion of strips. The reader was able to activate a known good sensor. The reader self-test and power consumption test were performed and were within specification. In addition, a DHR (device history review) for the reader was reviewed and the DHR showed that no issues were observed on the reader prior to release. All manufacturing tests passed and were within specification prior to release. The reader¿s battery measured within normal battery voltage range. The returned battery was placed on charge and also measured within normal battery voltage range. This indicates the battery charges and discharges normally. No burn marks or abnormalities were observed on the pcba (printed circuit board assembly) of the reader indicating that smoke or electric shock could not have been produced from the reader. No malfunction or product deficiency was identified.

Event description:
Customer reported electric shock while using their adc freestyle libre reader. Customer further reported the "reader gives a little electric vibration on the customer's hand when she scans her sensor." There was no report of death, serious injury, or mistreatment associated with this event.